Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection. It was stated that the patient had "issues with the pocket" in (B)(6) 2010, so a pocket revision was done, which resulted in infection. It was not reported when the infection was resolved. Additional information has been requested, a follow-up report will be sent if additional information becomes available. The device was later removed due to flipping in the pocket. Reference MFR. Report # 3004209178-2011-03647 for information regarding that event.